Manufacturer narrative:
A CAPA was opened to investigate the issue and health hazard evaluation was performed in order to evaluate impact on patients. The reason for the action was abbott has received reports of damaged printed circuit boards of the mobile power unit (mpu) power supply used with the heartmate 3 left ventricular assist system (hm3 lvas) due to electrostatic discharge (esd). CAPA identified a need for a corrective action to improve hm3 lvas clinician training and patient training for avoidance of activities that can generate excessive esd levels. This information is being communicated as a field corrective action prior to update to the instructions for use and creation of additional training materials for clinician training and patient training.

Event description:
On november 12, 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.